Event description:
Pt was in dr's office to receive first dose of intravenous rocephin for lyme disease. Rn was inserting PICC catheter when pt had petit mal seizure. Rn initiated normal saline solution 250 ml drip & called 911. Pt became incontinent. Pt admitted to hosp, then released on intravenos rocephin for 28 days.